Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed on (B)(6) 2015 at 05:00pm produced test results of 80 mg/dl and 187 mg/dl. Back to back blood test performed during call on (B)(6) 2015 produced results of 127 mg/dl and 125mg/dl. Verified storage of product is within instructed specification since they are retained in the kitchen. Test strip lot MFR's expiration date is 04/16/2018 and open vial date is (B)(6) 2015. Recall tst results performed fasting from meter memory: 87mg/dl (B)(6) 2015 05:00pm; 78mg/dl (B)(6) 2015 04:30pm; 87mg/dl (B)(6) 2015 05:00pm; 81mg/dl (B)(6) 2015 04:30pm; 75mg/dl (B)(6) 2015 05:00pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Most likely underlying root cause of malfunction improper storage of test strips as indicated by customer.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed on (B)(6) 2015 at 05:00pm produced test results of 80 mg/dl and 187 mg/dl. Back to back blood test performed during call on (B)(6) 2015 produced results of 127 mg/dl and 125mg/dl. Verified storage of product is within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.